Event description:
It was reported that the customer's insulin pump was cracked. The customer stated that half of the top part that holds the reservoir was missing. The customer's blood glucose was 460 mg/dl. The customer declined troubleshoot for high blood glucose levels. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.